Manufacturer narrative:
(B)(4). Report source: (B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A patient who underwent a total knee arthroplasty and has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 3002806535-2017-00581.